Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Along with the returned device, 13 additional sealed devices were returned from the lot number provided in the report. A second open pouch was included in the return from the lot number provided in the report, however no product was inside the second opened pouch. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, the forceps were straightened out and the handle was manipulated. When the handle was manipulated the device would open, but would not close. The device will be sent back to the supplier for further evaluation. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
Prior to an endoscopic procedure, the physician was preparing to use two (2) cook captura serrated large forcep-spike. Upon testing two (2) devices outside of the patient/endoscope, the forceps would not open. The devices were received on 04/04/2017. During our evaluation, it was found that the devices would open, but would not close.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Along with the returned devices, thirteen (13) additional sealed devices were returned from the lot number provided in the report. A second open pouch was included in the return from the lot number provided in the report, however no product was inside the second opened pouch. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, the forcep was straightened out and the handle was manipulated. When the handle was manipulated the device would open, but would not close. The device will be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for the "would not open" malfunction. During functional testing, it was confirmed that the device would not open when the handle was manipulated. Upon disassembly of the device tip it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. Additionally, thirteen (13) unopened devices were returned from the same lot for evaluation. All devices were functionally tested to confirm the suspected defect/ failure mode of "would not open" [the supplier performs a functional test using the appropriate fqc checklist. The fqc checklists call out the number of coils to be used for inspection. These coils simulate a tortuous positon]. In all cases, the tip opened and closed as expected. The suspected defect on these devices was not confirmed. The device history records were reviewed and the date of manufacture was january 2017. Both assembly orders involved had devices rejected for the "will not open" malfunction. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: the customer experienced issue of "would not open" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. Prior to distribution, all captura biopsy forcep are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.